Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with force used during the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the helix of a right ventricular leadless pacemaker (lp) became stretched during the initial implant. The device was swapped out to complete the procedure. Patient was stable with no consequences.